Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked keytruda from an unspecified location. This was observed under the mixing hood. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: upon additional information, the leak occurred at the junction of tubing and drip chamber. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent priming, pressure, and clear passage underwater leak testing, and a leak was observed between the assembly of the tubing and the drip chamber. During dimensional inspection, the outer dimension of the tubing was not according to specification. A computed tomography (CT) scan analysis of the drip chamber confirmed that there was no interference between the components. The reported condition was verified. The cause of the condition was determined to be the lack of interference between the components, due to the tubing being out of specification. The lack of interaction could generate a leak channel between both components. The manufacturing site implemented quality controls to detect this defect in the future. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.